Event description:
The patient came in reporting pain due to loose implants and the cause is unknown. The surgeon revised all components with revision components 2 years and 1 month after primary. The surgery was completed successfully. There was no cement adhered to the implants. The cause of this is unknown.

Manufacturer narrative:
Batch review performed on 04 april 2022: lot 181852: (B)(4) items manufactured and released on 26-jun-2018. Expiration date: 2023-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved : batch review performed on 04 april 2022: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 1900509: (B)(4) items manufactured and released on 21-may-2019. Expiration date: 2024-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.